Event description:
Additional information was received that surgery occurred on 19 february 2021 to address the issue. During the surgery, the existing right-side lead could not be explanted due to scar tissue so it was disconnected and an additional lead was implanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-00999. It was reported that patient had a fall or trauma and experienced ineffective therapy. Diagnostics revealed high-impedance on the right-side lead and x-rays showed that lead migrated. Surgery may occur to address the issue. It is unknown which is the right-side lead so both leads are being reported.